Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Unknown model/lot/sn - not provided by customer. Requested event date however unable to provide. Patient demographics requested however not provided. Baxter IV bags.

Event description:
It was reported that the ICU/stepdown rn manager had difficulty removing the IV tubing spike from the IV bag when infusing various unspecified IV fluids . The customer confirmed that there was no patient harm .although requested there was no additional event details provided by the customer.